Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with red blood cells (erythrocytes) and surgery (emergent cesarean section and removal of essure). Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. Her first pregnancy was delivered by scheduled cesarean delivery at 39 weeks without complication. During her second pregnancy, she experienced a uterine rupture at 37 weeks of gestation, underwent an emergent cesarean delivery, and required a blood transfusion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure before pregnancy "maternal exposure before pregnancy". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant) and complication of pregnancy ("complication of pregnancy"). The patient was treated with red blood cells (erythrocytes) and surgery (emergent cesarean section and removal of essure). Essure was removed. At the time of the report, the medical device removal, uterine rupture and complication of pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-(B)(4)). The reporter considered complication of pregnancy, medical device removal and uterine rupture to be related to essure. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. Her first pregnancy was delivered by scheduled cesarean delivery at 39 weeks without complication. During her second pregnancy, she experienced a uterine rupture at 37 weeks of gestation, underwent an emergent cesarean delivery, and required a blood transfusion. Baby experienced hypoxic-ischaemic encephalopathy and remained in intensive case for 3 weeks (see linked case us-bayer-(B)(4)). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure before pregnancy "maternal exposure before pregnancy". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant) and complication of pregnancy ("complication of pregnancy"). The patient was treated with red blood cells (erythrocytes) and surgery (emergent cesarean section and removal of essure). Essure was removed. At the time of the report, the medical device removal, uterine rupture and complication of pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-(B)(4). The reporter considered complication of pregnancy, medical device removal and uterine rupture to be related to essure. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. Her first pregnancy was delivered by scheduled cesarean delivery at 39 weeks without complication. During her second pregnancy, she experienced a uterine rupture at 37 weeks of gestation, underwent an emergent cesarean delivery, and required a blood transfusion. Baby experienced hypoxic-ischaemic encephalopathy and remained in intensive case for 3 weeks (see linked case us-bayer-(B)(4)) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2020: event was added: maternal exposure before pregnancy and complication of pregnancy (for event uterine rupture). Baby link number added us-bayer-(B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("surgical reversal of essure sterilization") and uterine rupture ("uterine rupture") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: maternal exposure before pregnancy ("maternal exposure before pregnancy"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced uterine rupture (seriousness criterion medically important) and complication of pregnancy ("complication of pregnancy") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with erythrocytes (red blood cells) as well as surgery (removal of essure and emergent cesarean section). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live birth of a child with health problems. The caesarean delivery occurred on an unknown date. The reporter considered complication of pregnancy, medical device removal and uterine rupture to be related to essure administration. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. Her first pregnancy was delivered by scheduled cesarean delivery at 39 weeks without complication. During her second pregnancy, she experienced a uterine rupture at 37 weeks of gestation, underwent an emergent cesarean delivery, and required a blood transfusion. Baby experienced hypoxic-ischaemic encephalopathy and remained in intensive case for 3 weeks (see linked case (B)(4)). Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.